Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported misaligned damaged fiber as analysis identified a connector fracture. The fiber was received in one piece. Microscopic inspection of the fiber tip indicated it was degraded. Laser fibers are consumable devices and expected to degrade with use. Burn marks were observed on the connector face. Analysis identified there was no light coming through the connector face, indicating a connector internal fracture. There was no aim beam. The functional testing was performed. The following message was displayed: treatments used: 0, treatments left: 10. Fracture within the connector can occur during procedural handling of the fiber during setup or use. The connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. In addition, it is likely that the interaction between the fractured connector and the debris shield led to the burn marks observed on the fiber face. The IFU states: hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that when the fiber was taken out of the package, it was misaligned, damaged and thereby it damaged the debris shield. Both the fiber and debris shield needed to be replaced. The procedure was completed successfully using a second fiber without patient complications. Analysis of the returned fiber identified a fractured connector.